Manufacturer narrative:
The associated complaint device was not returned. The manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of the complaint history records show three complaints for the same failure mode, but with different batch numbers. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported that the patient is in constant pain and is experiencing stiffness, swelling and popping in the left knee. No revision surgery planned as of date.